Event description:
A user facility reported to olympus, the hd endoeye laparo-thoraco videoscope had pin hole and was leaking air/water. Upon inspection and testing of the customer returned device, the adhesive part of the objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, adhesive part of the objective lens has peeled off, curved tube blade broken, curved rubber scratches, curved rubber adhesive peeling off, scratches on operation part, scratches on grip, angle lever scratched, video connector scratched, light guide connector scratched, video connector case scratched, video connector case cracked, and blue ring cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.